Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be pc locks up or display blanks due to operating system failure. However, there was insufficient information to confirm this potential root cause. The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use under baw2800548 rev 1 and baw2800424 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per s03fa211 rev. 21, a DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had a patient on therapy for a while now. The arctic sun device screen suddenly gave a message on it that said reboot the system. Nurse tried rebooting it and the message returned. They were in the process of rebooting it again but wanted to know if there was anything else they could try. Informed nurse the only troubleshooting they could offer was rebooting the device to see if this cleared the message. After a few minutes, screen remained black with a dash in the upper corner, audible beeping from device but screen never came on. Informed nurse this device would need to go to biomed and they would need to swap to another device. Nurse did not think they have another device, they could not find their second device. Suggested checking with any other unit that might use device such as ER or another ICU. Otherwise, they would need to use an alternative means for therapy. Informed nurse to disconnect the pads over the trashcan because they would be filled with water still.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they had a patient on therapy for a while now. The arctic sun device screen suddenly gave a message on it that said reboot the system. Nurse tried rebooting it and the message returned. They were in the process of rebooting it again but wanted to know if there was anything else they could try. Informed nurse the only troubleshooting they could offer was rebooting the device to see if this cleared the message. After a few minutes, screen remained black with a dash in the upper corner, audible beeping from device but screen never came on. Informed nurse this device would need to go to biomed and they would need to swap to another device. Nurse did not think they have another device, they could not find their second device. Suggested checking with any other unit that might use device such as ER or another ICU. Otherwise, they would need to use an alternative means for therapy. Informed nurse to disconnect the pads over the trashcan because they would be filled with water still.